Event description:
The pump was returned for air compressor failure. The device was attached to a bracket and powered on, a red pump alarm was observed. Log files were reviewed and air compressor failures were found. The device was opened to inspect for internal damage and perform testing. No internal damage was found. The pneumatic system failed during recharge and hardware testing, indicating an air compressor failure.

Event description:
The following has been reported: biomed reported: "service needed error." Patient harm: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.